Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie failed, and auxiliary drawers 3.1 and 3.2 were not detected on the bus. These two drawers have been consistently failing for well over a year. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) found that all pockets on the enhanced half height drawer auxiliary 3.2 were off the bus. The fse reseated all six row board connectors and both retractor band connectors and reseated all pockets on drawers 3.1 and 3.2. The fse also released all pockets, removed debris, tested all lids, and verified proper functionality in station diagnostics. The customer then tested the station in the medical application and confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.